Event description:
Procedure: hernia. According to the report: the doctor was performing a lap hernia repair on a female pt in 2007, who had several prior abdominal procedures, and was using the autosonix ultra shears long device to take down the adhesions too close to the bowel wall. While doing that, there was a thermal burn, sealing the tissue. The necrosis fell apart, and there was a perforation of the small intestine. The pt died one or two days post operatively.